Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. A visual inspection found that the ground prong on the ac power cord was bent. The cause of the bent prong could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.